Manufacturer narrative:
B3 date of event was estimated based on the aware date as no date was provided.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was entering the hemostatic key, it fractured and could no longer be used. The procedure was completed using an alternate method. There were no patient complications.